Event description:
It was reported by the rep the device was used in a laparoscopic chloecystectomy. It was reported the pt returned early monday morning and had a reoperation. The doctor stated he found approximately 2 liters of bile in the abdomen. The er320 clips were still on the duct, but one appeared to be scissored. The pt is still hospitalized at this time.